Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, two angiograms were taken of the arterial sheath tip and the physician questioned a potential dissection in the common carotid artery (cca) at the sheath tip. The physician decided to treat the left internal carotid artery stenosis and used a 5mm x 30mm sterling balloon to pre-dilate the vessel and placed a 9mm x 40mm enroute stent. A post stent angiogram was performed where the questionable dissection was seen again. The physician post dilated the stent with the same 5mm x 30mm sterling balloon and the decision was made to stent the potential dissection with a 7mm x 2.5mm viabahn stent. Another angiogram was performed to confirm stent placement and arterial sheath was removed. Electroencephalogram (eeg) monitoring was used throughout the procedure and showed no changes. The patient woke up from general anesthesia and passed the neuro exam and was back to baseline.